Event description:
Patient self tester reporting discrepant inratio values (B)(6) 2015 inratio 3.7 reportedly one week later inratio 1.5 (exact date not provided). Patient's therapeutic range 2-3. After receiving 3.7 inratio reading, coumadin dose was adjusted to lower amount, exact amount of prescribed coumadin unknown. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion. The customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.